Manufacturer narrative:
Findings: unit was received in no manufacturing mode noted. Pump was received with partially broken reservoir tube lip and missing reservoir tube retainer.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the retainer ring was missing from the top of the reservoir compartment. Customer's blood glucose was unknown. Advised that the insulin pump would need to be replaced. The insulin pump will be returned for analysis.